Manufacturer narrative:
Date rec¿d by MFR : 25jul2019, date of report : 29jul2019. The service technician confirmed the customer solved the problem by changing the battery, and there was no patient injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 08jan2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had an error of battery failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.